Manufacturer narrative:
Device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive tests. Investigation could not be completed due to lack of information. Cartridge serial number and lot number were not provided.

Event description:
Customer reports receiving two potential false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. Although requested, no further information was provided regarding the false positive results. Date of testing, cartridge sn, and lot number not provided.